Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was a white residue inside the jet tube and the air/water channel. However, the identity of the foreign material (white residue) and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue inside the jet tube and air/water channel. There was no patient involvement.